Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported experiencing poor aspiration during phacoemulsification. The case was completed. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system was providing poor aspiration during ultrasonic phaco (u/s) or irrigation/aspiration (I/a) during surgery. No patient injury was reported. The company service representative examined the system and was unable to replicate the reported event. Unrelated to the reported event, the company service representative replaced two (2) poron washers. The system was then tested and met all product specifications. The system was manufactured on february 15, 2010. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).